Manufacturer narrative:
(B)(6).

Event description:
An uphold lite vaginal support system was implanted into the patient as part of an investigator sponsored research study. According to a preliminary abstract report received, the patient visited the hospital due to pain at some point within a year following the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.